Manufacturer narrative:
The hill-rom technician found both main bearings and left foot caster support inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced both main bearings and left foot caster support to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account room 511. There was no patient/user injury reported.